Event description:
This report is being supplemented to provide additional evaluation results. During evaluation, there was no air/water flow so the nozzle was removed to determine if the nozzle interrupted the flow. No foreign material was found when removing the nozzle and the air/water flow was normal after removal. This event is under investigation. A supplemental report will be submitted upon receiving additional information. Has context menu.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation results. During evaluation, there was no air/water flow so the nozzle was removed to determine if the nozzle interrupted the flow. No foreign material was found when removing the nozzle and the air/water flow was normal after removal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: pealing labels; plastic distal end insulation recommended for repair; there was a cut on the switch#1; distal end plastic cover was scratched; objective lens glue was pealing; light guide lens glue was pealing; nozzle was clogged; bending section cover or distal sheath glue was cracked on both sides; insertion tube had minor scratches; and light guide tube buckle to be checked. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the air flow of the evis exera iii colonovideoscope was weak. The issue occurred during procedure. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual provides verbiage for detection methods associated with reprocessing issues in ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿ , and preventative measures in ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.